Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. During the six week visit, it was noted that the patient experienced mild to moderate pain and rom with 120 degrees. Six month visited noted that the patient was still experiencing pain and having difficulty in walking. Two years visit by the patient noted that the patient was still experiencing pain but the pain had become severe at multiple regions. The patient was also limping and experiencing moderate stiffness, clicking and difficult while ascending and descending stairs. The patient was experiencing swelling rarely as well. Radiographs were provided and reviewed by a health care professional. Review of the available records identified no significant remakes/findings. DHR was reviewed and no discrepancies relevant to the reported event were found. Per package insert persona, the personalized knee system: pain and swelling are known adverse effects of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No additional event information has been received at this time.

Manufacturer narrative:
(B)(4). Dob - (B)(6). Report source: (B)(6). 42532007901 ¿ tibal component ¿ 63410679; 42511000614 ¿ bearing ¿ 62906860. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00222; 0001822565 - 2019 - 01258.

Event description:
It was reported the patient underwent left total knee arthroplasty. Approximately 2 years post implantation, the patient began experiencing moderate to severe pain on physical examination, limping, moderate stiffness, and often has clicking or grinding.